Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient fell asleep while the pump was connected to batteries. It is suspected that the patient slept through the audible alarms, and when the patient awoke, the external batteries and emergency backup battery had depleted and the pump had stopped. Once power was restored, the pump returned to operating speed. The patient is doing well. The clinical team felt the patient was adequately trained regarding power sources. No further information was provided.

Manufacturer narrative:
Review of the submitted log files confirmed a system stop following the depletion of the 14v li-ion batteries and the system controller's backup battery. The system controller event log file contained data beginning on the (B)(6) 2017 and captured routine power source exchanges until (B)(6) 2017 at 02:11:42 when the low power advisory alarm was flagged. A low power hazard alarm was then captured at 04:26:11, followed by a no external power alarm and activation of the backup battery at 05:34:45. The system was supported by the backup battery until 07:16:05 when the pump ultimately stopped. The duration of time that the system was without power could not be determined through this evaluation. Upon restoration of power to the system controller, the system resumed operation and the system clock was reset to 01 january 2000 per design. The system appeared to function as intended. The patient remains ongoing on lvad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.